Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motion sensor test failure alarm in the alarm history of the insulin pump. The customer's blood glucose was normal and did not require medical treatment.

Manufacturer narrative:
The pump alarmed motion sensor test during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery, of displacement tests due to the motion sensor test alarm. The pump passed the idle current and run current tests. The pump had minor scratches on the display window and a cracked reservoir tube lip.